Event description:
It was reported that a revision surgery was performed due to dislocations. Also, it was reported the surgeon declared the stem was well integrated and the damage didn't warrant the removal of the stem. In addition, it was noted that the liner was correctly seated from time of primary surgery.

Manufacturer narrative:
The site registration code should be (B)(4), not (B)(4). The incorrect code was inadvertently submitted. We apologize for any inconvenience.